Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 07/12/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the jaws. The clear silicone insulation on the cold jaw was observed to be peeled back from the tip exposing the metal portion of the tip. The heater wire was observed to be slightly flexed near the base of the jaw due to normal clinical use . Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, one side of the jaws bent during the case. Looks as if the silicone came apart from the jaws and bent, not the wire. A new device was opened to complete the case. No pt harm and nothing fell into the patient.